Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, blood buildup was observed on the sealing surfaces of the device. During functional testing, engineering was unable to confirm the complainant's experience, as the device functioned as intended. The root cause of the event could not be determined as engineering was unable to replicate the event. Although the root cause could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is to follow up medwatch report #(B)(4). This document represents our initial-final report.

Event description:
Procedure performed: tah "the surgeon could not get the handle unlocked during the case. He was able to maneuver the device off tissue, but we had to replace the device to complete the case." Medwatch # (B)(4) received on july 25th, 2017. "Event desc: during procedure doctor was using the voyant open fusion device. He had been using the device for a few minutes when the jaws suddenly became 'stuck closed' on tissue. Doctor was walked through getting device detached from uterus. Doctor 'gently wiggled' the device to get it loose. A new device was opened. The old device was removed from the field. No harm was done to the patient. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working) patient status: no patient injury or illness occurred associated with the complaint event.